Event description:
It was reported from the (B)(6) by the staff that the battery switch before power below 25%. The batteries were exchanged with no effects to the patient. No other information available at this time. The investigation is ongoing. This is report 1 of 2.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports ((B)(4)) submitted for devices related to the same event. Batteries have not been received

Manufacturer narrative:
Additional information was provided. All (6) batteries displayed same behavior of switching and upon replacement issue was resolved. Six (6) batteries were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the following devices: (B)(4) revealed that the devices met specifications and passed visual examination and functional testing. The reported event could not be confirmed during testing of the devices, nor via controller logs because log files were not available. The devices were related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned devices with no confirmed malfunction, a root cause cannot be determined. This is one of two reports (3007042319-2015-01476, and 3007042319-2015-01477) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.